Event description:
A patient was being prepped to be transferred to another hospital. A pulmonetics ltv1000 ventilator was used for the transport, by an ambulance company. The respiratory tech put the vent on the patient and ran the vent for 30 minutes in hospital before moving to the waiting ambulance. This was to make sure the patient was doing well with the vent. Once it was confirmed that the patient was doing well, they went to the ambulance plugging the vent into an ac outlet in the ambulance, and began the trip. Roughly 50 minutes into the trip, the vent displayed low battery. It was then discovered that the vent was not operating on ac power, but rather on battery. The ambulance pulled off the road, and they plugged the vent into another outlet, but it still would not recognize any ac power. The vent continued to work on battery. The respiratory tech asked if the outlets were working or not. The driver replied yes, and turned on and off the dome lights in the ambulance to try and prove they were indeed working. Before the ventilator stopped working all together, due to the battery being completely depleted, the tech removed that patient from the ventilator, and started to bag the patient. They got back on the road to continue the trip to the hospital. The device was brought back to the hospital for assessment. There was no report of patient harm when they arrived at the hospital. All of the power cables were inspected to make sure all connections were ok. The unit was plugged in, and immediately the external led came on, and the charging status led started to blinking yellow, indicating a discharged battery. The power cables were checked again, and no problems were found. The unit seems to be working properly. The ventilator will be sent out to ecri for a complete investigation. It is believed that the ac outlets in the ambulance were not working.